Manufacturer narrative:
Product investigation is in progress.

Event description:
They seem to fall apart and staying inside me- vagina [foreign body in reproductive tract] they seem to fall apart [device breakage]. Case narrative: consumer reported via phone that the tampons fall apart. No serious injury reported.

Event description:
They seem to fall apart and staying inside me- vagina [foreign body in reproductive tract]. They seem to fall apart [device breakage]. Case narrative: consumer reported via phone that the tampons fall apart. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
They seem to fall apart and staying inside me- vagina [foreign body in reproductive tract]. They seem to fall apart [device breakage]. Case narrative: consumer reported via phone that the tampons fall apart. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.